Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 22-nov-2021, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 22-nov-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The pt started having problems about almost 1 to1.5 years ago. The pt had an accident and that was the beginning of the pts leads falling down; pt clarified they don't remember when the accident was. Since then pt was having strange pain. Pt originally had their leads looked at and it showed the leads were fine but the recent looking at the leads showed that especially one of the leads fell down quite a bit. Since the pts leads had slipped down the pts doctor wanted to know where the leads were positioned when first implanted. The patient was redirected to their healthcare provider to further address the issue.